Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported the infusion device does not properly display the a2 (battery low) alert prior to the e2 (battery depleted) error. The pt also reported a7 (temporary basal rate over) alert was displayed but no temporary basal rate had been programmed. No physiological effects were reported. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue, the infusion device was replaced and requested to be returned for evaluation.